Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced dizziness and the pacemaker exhibited intermittent capture and failure to capture. The pacemaker was explanted and replaced. Patient was stable.